Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 04/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 04/27/2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on an unknown date, under general anesthesia. While reviewing the images of the hydrogel, the physician noticed that the hydrogel was in the right place at the base, but from the midgland to the apex, it was in the rectal wall. Therefore, the radiation treatment will be delayed 2 months to allow the physician to contour the hydrogel as part of the rectal wall so that the dosimetrist minimizes the dose to the portion of the rectal wall with the hydrogel infiltration. The patient is expected to receive external beam radiation therapy (ebrt).